Event description:
Reporter indicated that, the generator settings changed without explanation. During the previous office visit (2006), the patient's signal frequency was set to 30hz. At the next office visit (six months later), the physician indicated the patient's signal frequency was set to 20hz with no explanation.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.